Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. Pads were sent to zoll for evaluation but could not be located despite repeated search attempts. Retained sample not required. Self-test failure likely caused by disconnected shorting wire. Detachment of shorting wire does not impact therapy delivery. Shorting wire ensures pad-to-pad continuity for 30j self-test when connected to device.